Manufacturer narrative:
Patient identifier, age, weight are unknown. Implant date not provided. Explant date is not applicable since the product is not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4) during clinical procedure, component could not seperated.